Manufacturer narrative:
A software investigation was performed by reviewing session records and/or data logs provided from the customer. The reported complaint of the device not delivering therapy for vf was confirmed. It was determined that the device did perform per programming and design. Sensing on the primary channel was accurate and the vfta criteria were check at the appropriate time, but there had been a larger secondary sense event just prior to the vfta check point which prevented the activation of the vfta algorithm. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, it was observed that there was oversensing and the patient experienced ventricular fibrillation (vf) and did not receive high voltage therapy from the device. The patient subsequently passed away. Further information was requested.